Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer was advised and understood to program their pump settings into the replacement pump, connect their cgm to it, and ensure insulin delivery continued via mdi as a backup therapy. Customer technical support (cts) confirmed the details for sending a replacement pump, provided instructions for the storage and return of the faulty pump, and ensured the customer was informed about software updates and delivery requirements, including the necessity to return the defective pump within 10 days to avoid charges.